Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was over 600 mg/dl. The customer mentioned other blood glucose as 310 mg/dl. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer declined troubleshooting for high blood glucose value. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test. Device received with motor error alarm during the basic occlusion test due to loose/protruded flush drive support disk. Unable to perform the prime/a33 test, excessive no delivery test and occlusion test due to motor error alarm. Device received with cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip.